Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on july 14, 2023, with lot number 3587122. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed openings on the device. Additional observations: ¿ white particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.